Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Meter powered on with button depression. Battery life or fast draining was not observed. Low battery icon or message was not observed. Customer did not return batteries. The meter was not observed to be shutting off. Unspecified battery or no power issue was not observed. Blank screen was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.